Event description:
I used this proudct to clean my contact lens and started having lots of redness and pain as well as some swelling. I then lost sight in my eye for approx 2 weeks. It now has permanent damage. I had to use many different eye drops to cure this. Event did not abate after use stopped.